Event description:
It was reported that a lead was inserted for a spinal cord stimulation trial. All impedances were above 10,000 ohms. Multiple snaplid connectors were tried with no improvement, and the lead was unable to stimulate. A new lead was opened and inserted, and everything worked fine. No patient injury was reported.

Manufacturer narrative:
Lead model 3877-45, lot# 0205177231, implanted: 2011-(B)(6), explanted: 2011-(B)(6).